Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened, and procedure was delayed (less than 20 minutes) and it got completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that shutter not available. After reviewing the log file, fse found that shutter is unavailable. To resolve the problem, fse replaced the new collimator and sent the part back for return analysis and the main suspected failed component of nicol v3 cv fd. After the repairs were completed, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure completed by restarting the system. The issue did not affect the procedure. If the damage is not noticed and the user¿s hand meets the damaged material or sharp edge, the user is alert and would likely immediately recoil. If the patient is to have any contact with the device, it is generally supervised and under the observation and or action of the user. If the device surface is damaged, it is likely to be obvious to the user and the device not used on the patient. Therefore, a damaged device with sharp edges is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutters were unavailable. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.